Manufacturer narrative:
Sjm could not evaluate the device involved in this incident since the device remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.

Event description:
It was reported by the patient that a 25mm amplatzer cribriform occluder (aco) was used for his patent foramen ovale closure procedure. Two weeks post-implant, he experienced atrial fibrillation (af), was hospitalized for two days and has since been on a prescription regimen that includes metoprolol, flecainide and xarelto. The patient's af evolved into atrial flutter and an electrophysiologist has been consulted with possible plans for ablation.